Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module was alleged to cause a 'battery operation may not available' message to display on any pump. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported battery operation may not be available messages on any pump which was reproduced. The cause was determined to be failed radio printed circuit board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.